Event description:
Zoll vest released copious amount of blue gel after shocking the patient (not before shocking the patient). As a result of no gel released prior to shock, veteran sustained singe/burn marks from the pads.